Event description:
Medtronic received a report that the phenom catheter was tracked until the middle carotid artery. The pipeline embolization device (ped) shield was taken and was opened from the terminal of the internal carotid artery, covering the aneurysm and was well apposed. The micro catheter was removed with the device delivery system. After 30 minutes, the pipeline had migrated and foreshorten from the distal end. The aneurysm neck was uncovered by 30-40% and a new ped shield was deployed from the mca m1 segment and covering the previous pipeline shield. The pipeline was implanted at the intended location with full wall apposition achieved. The side branches that were covered by the pipeline were the pcomm. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). The patient was undergoing surgery for treatment of a amorphous, unruptured internal carotid artery aneurysm with a max diameter of 8mm and a 4mm neck diameter. The landing zone artery size was 3.1mm distally and 3.7mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered with a platelet reactivity units (pru) level of 275. Ancillary devices include a neuron max sheath, a cat 5 guide catheter, and a traxcess guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.